Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed ventricular placement signal waveforms prior to pump activation. Upon activation, "suction" alarms occurred along with the "impella position in ventricle" alarm. The positioning alarm resolved, however the "suction" continued with low flows and low motor current pulsatility. Visual inspection of the returned pump revealed biomaterial on and around the impeller. No other damage or abnormalities were found. Therefore, the root cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, device had unresolvable suction alarms. The pump was removed and replaced with no harm done to the patient.